Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had trouble getting multiple cartridge to load onto the pump. Reportedly, it would take a few tries before a cartridge was accepted. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information was provided.